Manufacturer narrative:
Additional information in h3, h4, and h6: method, results, and conclusions. The returned plate assembly was evaluated. The locking mechanism was confirmed to have fractured off. The cause is likely attributed to high forces applied to the locking mechanism while installing the screw through the plate assembly. A review of the DHR did not identify any issues that would have contributed to this event.

Event description:
It was reported that the gold colored portion on the locking plate split in half during final tightening. The implant was removed and replaced with an alternate plate to complete the case. There was no surgical delay over thirty minutes and no reported patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the gold colored portion on the locking plate split in half during final tightening. The implant was removed and replaced with an alternate plate to complete the case. There was no surgical delay over thirty minutes and no reported patient harm.